Manufacturer narrative:
Tevis, sarah e., et al. ¿breast implant-associated anaplastic large cell lymphoma.¿ annals of surgery, vol. Publish ahead of print, 16 june 2020, 10.1097/sla.0000000000004035. Accessed 31 july 2020. The events of "seroma and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
The following was reported in literature: "breast implant-associated anaplastic large cell lymphoma: a prospective series of 52 patients". Patient presented "400-ml periprosthetic effusion of the left breast as demonstrated on preoperative CT scan." Patient was treated with a wide local excision and declined immediate reconstruction. Gross pathology evaluation demonstrates exophytic tumor surface of the scar capsule surrounding the implant surface. Pathological marker cd-30 has been received. Device was explanted.